Manufacturer narrative:
A good faith effort attempt conducted confirmed the customer did not allege any malfunction but wants to remove the option to disable the ECG alarms from the monitor to prevent someone click on that option and the alarms doesn¿t sound. Analysis was performed the field service engineer who went onsite and confirmed the device was working to its specification with no issues found. The questions from the customer about the change of the configuration of alarms were forwarded to the clinical application specialist team to check what changes can be made. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was a user question. The issue was resolved by providing information to the customer. During investigation the reported problem turned out to be not reportable. Upon further review of the record details, it has been determined that the reported event is not a complaint as there is no allegation of deficiency reported or found. The gfe determined that customer wants to remove the option 'disable ECG alarms' - no malfunction alleged - device working to its specification.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported the device alarms were off without manual intervention. The device was in use on a patient. There was no report of patient or user harm.